Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to urinary incontinence and atrophy. During the explant of the old aus, the patient had scarring from a previous surgery and possible radiation. This made it difficult to navigate through the urethra. A new aus was successfully implanted with a 5.0 cm cuff. The patient is expected to fully recover.